Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Bending section: the customer did clean, disinfect, and sterilize the device before sending it to olympus. The customer wiped the insertion section. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution. The customer did wipe/brush the insertion section. Air/water nozzle: the customer did clean, disinfect, and sterilize the device before sending it to olympus. There was no delay in the start of precleaning. The customer did flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It was unknown if the customer wiped/brushed the nozzle. The customer did flush the air/water nozzle/channel with the detergent solution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects clogged in the nozzle and attached to the image guide pipe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the field: d5 (olympus). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject events can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.